Manufacturer narrative:
(B)(4). This lot was manufactured from february 28, 2013 to march 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during infusion. The device was filled with 2 g of rocephin and 100 ml of 5% glucose solution. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.